Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported itching after a day of pod wear. When removed, there is a rash and it is red, with skin peeling, scabbing, and drainage. She stated the area is slightly larger than the pod. The patient went to her doctor and was prescribed a steroid cream; no diagnosis was given. Pod wear was longer than 48 hours.